Event description:
The pt, a new user of the omnipod system (started (B)(6) 2009), reported that at 1:18 am on (B)(6) 2009, before bed, her blood glucose was 109 mg/dl. By 7:34 am, it had risen to 268 mg/dl, so she gave a correction bolus (dosage not reported). At 8:56 am it measured 238 mg/dl, so she bolused for both correction and a meal (no dosage), but by 11:27 am the meter read "high" (>500 mg/dl). She manually entered 500 mg/dl to get a correction bolus calculated and went to the emergency room. She reported a 20 unit at 3:27 pm (385 mg/fl). The final blood glucose reported was 293 mg/dl at 4:33 pm; the device was deactivated at 4:56 pm. The pt stated that she doesn't believe that her basal rate is set correctly and that she will speak to her endocrinologist about adjusting it before resuming use of the product.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. No defect, malfunction or other product condition which could have caused or contributed to the pt's high blood glucose was detected. Qualification records for the product lot were reviewed; all acceptance criteria were met. The omnipod user guide emphasizes the importance of frequent blood glucose monitoring to detect issues early and respond to them promptly and appropriately. It also recommends contacting your healthcare provider with any questions about diabetes management, especially during the first few weeks of omnipod system use.